Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode and complication cannot be determined. The customer reported the black sureform 60 stapler reload fired during this event cannot be returned. The two sureform 60 stapler instruments used during this event have been requested for return, but have not yet been received. A follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer (fae) reviewed the stapler instrument logs for this event: two sureform staplers instruments (part #480460; lot #s l93211220-0300 and l90220124-0039) were used during this procedure, but the only one that actually fired a reload was lot #l93211220-0300. This evidence indicates that this stapler instrument was the instrument that fired the black reload which created the reported incomplete staple line. According to the instrument logs, the black stapler reload fired by this stapler instrument clamped and fired successfully. As per the system logs, there is no error related to the stapler. The logs show there were 13 clamping failures out of 14 attempts made with this stapler instrument (lot #l93211220-0300). These attempted clamps were attempted with various different color reloads (black and green). The system logs for this procedure were reviewed: about 75 minutes into the procedure an error 1164 occurred indicating no stapler cartridge was recognized in the stapler instrument installed on arm3. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal pancreatectomy, the sureform 60 stapler instrument fired a black sureform 60 stapler reload and an incomplete staple line was formed. The customer used a laparoscopic stapler to continue the procedure. The cause of the customer reporter failure mode and complication is unknown.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy the sureform 60 stapler instrument would not clamp onto tissue. Multiple stapler reloads were used, blue, green, and black. The black reload fired, but caused a bad staple line that was not sealed. The surgeon used a laparoscopic stapler to continue the case after this event. The procedure was completed with no reported injury. On 24-mar-2022, an intuitive surgical inc. (Isi) executive sales representative (esr) was contacted and additional information was obtained about the complaint: the esr was onsite with the surgeon of this event who was providing additional information in the moment. The surgeon reported that she was using a sureform 60 stapler instrument to staple on the pancreas with a blue sureform 60 stapler reload. The stapler instrument would not complete clamping despite moving it multiple times. The surgeon removed the blue stapler reload and replaced it with a green stapler reload; however, the same clamping issue occurred. The surgeon then replaced the green stapler reload with a black stapler reload, and the clamping process was completed. The black stapler reload was fired on the pancreas, but the pancreas tissue was pushed instead of being cut. The surgeon reported this event caused the pancreas tissue to be damaged. The surgeon replaced the sureform 60 stapler instrument with another sureform 60 stapler instrument and installed a blue stapler reload. Again, the stapler instrument would not complete a clamp despite adjusting its location on the pancreas. The surgeon again tried a green stapler reload and then a black stapler reload. The stapler instrument did not complete clamping with both stapler reloads. The surgeon replaced this second sureform 60 stapler instrument with an unspecified laparoscopic stapler instrument. The procedure was continued robotically with the laparoscopic stapler instrument. The surgeon reported this procedure and event did not have a negative patient outcome. The surgeon added that they had used an endowrist 30 stapler instrument previously during this same procedure, and no issues occurred with that stapler instrument. On 01-apr-2022, isi contacted the site robotics coordinator and additional information was obtained about the complaint: both staplers used during this event are being returned. The stapler reloads for this event were not retained to be returned.